Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error while the customer was sleeping. The blood glucose reading was 384 mg/dl. The customer stated that the insulin pump had alarmed no delivery during a bolus attempt, she straightened the infusion set, and then the device alarmed motor error. She stated that her blood glucose reading rose to 500 mg/dl, which was corrected with manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.